Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl due to hypoglycemic unawareness. Reportedly, the customer had an infection that caused food not to fully digest and when a bolus was delivered, there was not a sufficient amount of food to react to the bolus delivered leading to the low bg. Bg was addressed with juice and carbohydrates and returned to normal.